Event description:
It was reported that, according to data obtained from the endoprothesen register - deutschland (eprd), a total of seven hundred thirty three (733) patients underwent primary implantation with an unicompartmental knee system that included a journey uni oxinium femoral component, a journey uni metal tibial tray and a journey uni insert between (B)(6) 2014 and (B)(6) 2021. From this cohort, three (3) patients required a revision surgery due to a sustained fracture, although it was not specified if this complication was related to a periprosthetic fracture or an implant fracture. The identity of the devices explanted during these procedures and the prosthesis implanted in exchange remains unknown. The eprd provided this information as part of a cumulative statistical study regarding failure frequency, therefore there is no additional information available.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on insufficient information, further clinical root cause analysis cannot be performed. The patients¿ current condition is unknown and the patient impacts beyond the reported events could not be determined. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint/implant, injury, procedural/user error, surgical/post operative complications, healing issues and/or patient condition. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).